Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited an abrupt increase in impedance measruements from 700 ohms to greater than 3000 ohms. The ra threshold measurement was high at 5.0 volts with loss of capture (loc) noted on the presenting. Oversensing of noise was also observed. Boston scientific technical services (ts) was consulted and discussed the noise was due to the implantable cardioverter defibrillator (ICD) sensing the minute ventilation signal. Ts recommended programming the minute ventilation off and performing isometrics and pocket manipulation. Ts also recommended an x-ray. An x-ray was taken, however did not show any remarkable results. A revision procedure was performed a few days later where the ra lead was connected to the pacing system analyzer (psa) and yielded noise and high out of range pacing impedance measurements. When the physician attempted to unscrew the helix, the torque gave way and a complete fracture was suspected. The ra lead was surgically abandoned and successfully replaced. The ICD remained in service and no additional adverse patient effects were reported.